Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had nonfunctioning door sensor. There was no patient involvement.

Event description:
It was reported that the device had nonfunctioning door sensor. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c0201 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿door sensor nonfunctioning¿ was confirmed binary sensors test was performed using asm to check if door lock sensors were working properly device was observed to have failed on ¿door closed" portion of binary sensors test device was disassembled and original door lock harness was swapped for a knowngood one pca device was then connected to asm to perform binary sensors test again door closed/open and key locked/unlocked tests all passed. Thereby confirming a faulty door lock harness to be the root cause on 05-dec-2024, pca device was received unboxed and with paperwork. External investigation did not confirm the reported problem internal investigation revealed faulty door lock harness device to be returned to san diego repair center for normal processing recommend bd san diego repair center to replace faulty door lock harness failure investigation report attached to qn in sap per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.